Event description:
Pt implanted in upper and lower vermilion borders 10/3/97. Surgeon noticed increased resistance during insertion. Onset of bruise, edema, implant visible, implant palpable, induratiiton and implant displacement 10/3/97. Device explanted 3/5/98.